Event description:
On (B)(6) 2018, a 6x10cm biocor pericardial patch was implanted. On (B)(6) 2018, the patch was explanted due to infection which was reportedly after aortic valve replacement and aortic root enlargement surgery. Additional information was requested, but not available.

Manufacturer narrative:
An event of "the patch was explanted due to infection after aortic valve replacement and aortic root enlargement surgery" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 6x10cm biocor pericardial patch was implanted. On (B)(6) 2018, the patch was explanted due to infection which was reportedly after aortic valve replacement and aortic root enlargement surgery. Additional information requested.